Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to perform preventative maintenance on their device. Upon evaluation of the device, physio-control observed that the device was unable to charge for defibrillation. There was no patient use associated with the reported event.